Manufacturer narrative:
This report is submitted on may 17, 2018, (B)(4).

Event description:
Per the clinic, the patient developed granuloma of the tissue at the implant site. Subsequently, on (B)(6) 2017, the site was cauterized. The implanted device remains insitu.